Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on cgm, due to not charging the pump. High bg was addressed with correction bolus via the pump. No additional information was provided regarding the issue.